Manufacturer narrative:
It was originally reported that the device's brakes would not hold. Upon further communication with the technician, it was identified that the wrong serial number was inputted into the work order. No repairs were performed on this device, and no defect was actually alleged. This complaint will be cancelled. Because of this, the number of reported events has been changed from 16 to 15.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.